Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/14/2014 with the following findings: loss of prime warnings not observed in black box, force readings were observed to be normal. Daily insulin delivery totals correctly reflect user's programmed basal rates. No data in pump histories from time of reported issue due to continued use. A rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force at 5lbs. The pump was exercised for 24 hours with no loss of primes occurring. The pump was opened and no damage was found to the force sensor circuit. Pump passed flow accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2012 reporting this morning that their blood glucose (bg) was 600mg/dl with moderate headache and nausea, when she discovered that the pump was not primed. She took a correction injection and her bg dropped to 579mg/dl. The patient reported that when she got the not primed warning she would disconnect and prime a small amount then reconnects. The pump is not being returned and the patient continues on pump therapy. This report is being made due to the patient's alleged hyperglycemic event that resulted from an inadequate response to a pump alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.